Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, the programmer indicated that the device was at 2.57v but the device had not yet triggered eri despite being at 2.59v two weeks earlier while eri voltage is at 2.6v. The device was explanted and replaced.

Event description:
New information received indicates that the patient was in good condition post-procedure.